Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, inflation doesn't work.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the longer exhaust tube of the pump near the strain relief. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Partial separations within abrasion were noted in all tubes of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on all strain relief of the pump. No visual or functional abnormalities were noted with the cylinders or the reservoir. Based on quality's examination, quality concluded that while in-vivo the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the longer exhaust tube of the pump near the strain relief. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3391223.